Event description:
Pt shoulder was being treated, with the port film graticule accessory attached. Gantry was at an angle close to pt. Technician initiated automatic rotation of the gantry (as programmed in the treatment plan). Gantry began rotating in direction toward the pt. Graticule accessory collided with pt's arm/shoulder, pinching and causing pain. When the technician realized what had happened, motion was stopped and reversed. Pt was assessed immediately after the incident, and did not seem to be seriously injured. The pt seemed o.k. At that time, and wanted to continue with treatment. Upon review of the pt's treatment plan, the gantry rotation was incorrectly input to rotate 180 degrees in a clockwise direction, rather than a "counterclockwise" direction, as it was expected to move. Initially this injury was not considered serious, by the hosp; however, the next day the pt came into the hosp complaining of pain, and was subsequently admitted and treated for a very large, severe blood clot. The collision incident is not considered to be a sole cause of the blood clot; however, considering the pt's condition prior to the incident and relevent medical history, it was a contributing factor. The clot was, and is, continuing to be successfully treated, however the pt's condition, in relation to their cancer, is considered to be terminal. This is not considered to be any malfunction of the device, and is solely contributed to human error.